Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported an episode of svt (supra ventricular tachycardia) was inappropriately detected and the patient was treated. It was also reported the patient received a shock for svt in the vt (ventricular tachycardia) zone and it was sudden onset of pacs (premature atrial contractions). The device remains in use. No patient complications have been reported as a result of this event.